Event description:
Capsule rupture during cataract surgery. Vitrectomy was not necessary but it was necessary to implant a three-piece iol (monofocal trees lens) and the implant was made in the ciliary sulcus. It was reported that the surgeon was using the same technique as for manual cataract surgery and he became aware that he has to adjust his technique to flacs.

Event description:
Capsule rupture during cataract surgery. Vitrectomy was not necessary but special lens had to be implanted.